Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Related manufacturer report: 2015691-2026-14442. Even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from united kingdom, edwards received notification of a pascal precision ace procedure in tricuspid position by right femoral vein. After the procedure, two single leaflet device attachment (slda) occurred with the third and fourth implanted devices. The patient had a dysplastic tricuspid valve, a large coaptation gap, and a tethered septal leaflet. There were dense chords affecting the grasping area and a very, massively torrential tricuspid regurgitation (tr) with central coaptation defect of >20mm. Imaging was challenging, with additional shadowing caused by pascal and a previously implanted pacemaker. All devices were implanted in a-s location. The degree of tricuspid regurgitation (tr) was reduced from torrential (5+) to severe (3+) and remained severe at the time of the slda affecting the third implanted device. Later, another slda was detected, affecting the fourth implanted device, and the tr grade after this slda was torrential again. No reintervention or actions taken were required. As per medical opinion the root cause of the event was due to a myriad of reasons (patient and procedural) which categorized this patient as highly unsuitable for the procedure.